Event description:
According to the reporter: as reported by the sales rep, the port broke. The surgeon noticed a number of holes in the blue foam sils port after completing the first part of the case. Pieces were retrieved from the pt cavity. Another silspt12 was used to continue the case. There was no additional bleeding, no tissue damage, and the operative time was extended over 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4)